Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, frozen screen, and keypad unresponsive found on (B)(6) 2021. Pump powered up after battery installation was received with a constant critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify frozen screen and keypad unresponsive due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor/pcba 1. Keypad traces were inspected, and no damage noted. Unsuccessful download of pump's firmware using crest due to constant critical pump error (open book image) and therefore unable to download pump's trace and history files using thus software. Force sensor zero offset not within specification (-0.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and corroded battery tube. Blank display not confirmed during testing. Keypad unresponsive and frozen screen unable to be confirmed due to constant critical pump error(open book image) alarm. Constant critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to download history files and traces due to severe moisture damage on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer stated there was water inside the battery compartment. Customer reported frozen display. Customer stated insulin pump's buttons did not begin to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.